Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were low impedances on all bipolar pairs of the right lead. Impedance of the left side system was okay, so the right lead was connected to left side system and left lead was connected to right side system, which led to conclusion of a problem with the right lead, not the right extension. The physician confirmed there was no bleeding, and decided to replace the right lead. The event led to prolonged hospitalization, possibly up to 3 days, but that was dependent on results after explant. The physician suspected the lead was "wrong from the factory." The patient was implanted for parkinson's disease.

Manufacturer narrative:
Continuation of d11: product ID 3389s-40 lot# serial# (B)(6) implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that low impedances were identified on the date of lead implant, and explant was planned for (B)(4) 2020, but was postponed and re-scheduled for (B)(4) 2020. There was no observed damage to the lead.

Event description:
Additional information was received. Impedances were in normal range after replacement.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID: 3389s-40, lot#: va1ha34, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.